Manufacturer narrative:
The unit was received with blank display due to moisture damage on the lcd board. The insulin pump was received with a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly; the customer stated that the blank display was triggered by a button press. The patient's blood glucose at the time of incident was 170 mg/dl. The display remained blank even after using a new battery cap. The customer removed the battery, waited five seconds, and inserted a new aaa alkaline battery, but the display did not return. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.